Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent a pocket revision wherein, the physician relocated the ipg to a new location. The patient was doing well following the procedure.

Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent a pocket revision wherein, the physician relocated the ipg to a new location. The patient was doing well following the procedure.